Event description:
Customer reported that she received a no delivery alarm. Blood glucose value was over 400 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
One opened/ used reservoir was inspected for anomalies and none were found. Occlusion test was performed per specifications, and it was determined the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.